Manufacturer narrative:
The patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical study. Cross reference MFR report numbers: 3009784280-2020-00050, 3009784280-2020-00051. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Report source: foreign- (B)(6)/ study name: (B)(6): patient ID (B)(6). During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was performed. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2014, two stellarex catheters were used to treat the target lesion of the right proximal sfa. Approximately 51 months post index procedure, the patient experienced restenosis. A successful revascularization of the target lesion was performed on (B)(6) 2019. The physician indicated this is not related to the study device or procedure.